Manufacturer narrative:
No patient was present at time of event. With the old wireless tracker, the navigation system could not track the o-arm. Replaced tracker and ran tests, no further issues.

Event description:
A medtronic representative reported that the stealthstation system was unable to see the leds on the o-arm tracker. Problem was replicated on both sides of the o-arm tracker, and with multiple carts/systems. No patient was present.